Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by a field service agent (fsa) that the pump shut off while preparing to transport. As a result, the pump was swapped, and the patient was not harmed. There was no report of patient complications, serious injury, or death. The fsa found the charging voltage at 13.54v. The pump shut off shortly after switching to battery power. The fsa replaced the battery and performed a functional checklist, which the pump performed to spec.

Manufacturer narrative:
(B)(4). A non-teleflex battery was returned for investigation. The reported complaint of "pump shut off while preparing to transport patient" was confirmed by the field service engineer. As a result, the battery was replaced. The returned battery was a non-teleflex battery; therefore, no functional testing was able to be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by a field service agent (fsa) that the pump shut off while preparing to transport. As a result, the pump was swapped, and the patient was not harmed. There was no report of patient complications, serious injury, or death. The fsa found the charging voltage at 13.54v. The pump shut off shortly after switching to battery power. The fsa replaced the battery and performed a functional checklist, which the pump performed to spec.